Manufacturer narrative:
(Additional contact information: (B)(6)). A getinge field service engineer (fse) could not duplicate timing issue cycled unit 130 bpm on simulator with catheter no errors or alarms for 30 minutes. Performed passing full functional checkout before returning unit to clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was not keeping up with patient's heart rate and the timing is questionable. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.